Event description:
It was reported that the lead was found to have an episode of noise. It was noted that the physician was able to reproduce the noise by moving the can of the device and by moving the patient¿s arm. The lead remains in use and will be replaced later in the week. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. . (B)(4).